Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and device status.

Event description:
Additional information was provided from the customer regarding this event. The failure had occurred at the beginning of an unknown endoscopic procedure when connected to a camera head. There was no delay in the procedure. The procedure was completed with a stryker video system, which was installed on the boom in the room. The procedure was not completed with the tower or camera head. During follow up with the customer, the customer reported initially, the tower had been the suspect device (patient identifier (B)(6)), however, after the camera head was involved in another occurrence of e226 error code when connected to a different olympus tower (patient identifier (B)(6)), the customer suspected it could have been the camera head instead (patient identifier (B)(6)). At the time, the customer had assumed the tower had caused the e226 error code as multiple camera heads that were known to be working were attempted but would not work on the tower. The customer is unsure if the event was caused by the camera or the tower as the error code might not have been cleared prior to attempting to use the known working camera heads. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Tac (technical assistance center) support engineer spoke to customer representative and advised to look up the error. The representative was advised and was provided troubleshooting by turning off the video system center, disconnect the video connector and clean the electrical contacts of the video connector and connect again. The customer representative was advised by tac that if the issue continues, the customer needs to send it in the device for evaluation. A follow up call with the customer representative conveyed that the issue was not resolved. The representative attempted multiple camera head with the device and error is still present. The customer was then provided an RMA (return material authorization) to return the device for evaluation. To date, the subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device otv-s200 exhibited an error e226 error message. The issue found during an unknown event. There was no patient involvement associated on this reported event. No user injury was reported.